Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient stated she the trial and it was very effective. The patient got way more than 60% relief, and she was very excited. The patient was told to keep the level down and she was getting 40% relief of symptoms. The patient went in on monday ((B)(6) 2019) and had the staples removed and met with a manufacturing representative (rep) to do the major programming. The patient stated the pain coverage is terrible and now she is needing to charge every day and before she was only charging every 10 days. It is making her legs feel really strange. The patient said they text the rep on (B)(6) 2019 and he said to try a different program. The patient switched programs and that didn't make a difference. The patient said it is like it is too high and makes her legs feel funny and it isn't covering the pain. It is event more painful in a different way. This was considered a sudden change in therapy/symptoms. No further complications were reported. No additional patient symptoms were reported.